Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. H3: device evaluation comment - the customer stated that the device will not be returned for evaluation because it has been discarded.

Event description:
As reported: a call was received from a customer reporting an item malfunction while being used during a procedure. The tubing burst when the nurse was trying to flush it. On 06/09/2023 additional information was received stating that the tube was placed on (B)(6) 2023. The tube burst, there was not balloon in the tube. It was a duotube. The tube was placed in the patient up to the 75cm mark in the patient. Meds were given through the tube successfully. The tube feeds were put back on and with in 10 minutes the patient was complaining about the tube feeds. At that time, the nurse visualized that the tube was damaged. The tube was removed up to the 57cm mark the rest remained in the patient until surgically removed. Ent attempted to remove the remaining part of the tube from the back of the throat but was not successful. The patient went to the operating room and was placed under general anesthesia to have the tube removed. The tube was removed easily. A new tube was placed after the other was removed.